Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - death, shortness of breath, clot within filter (occlusion)". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if reported patient death is related to filter. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported shortness of breath is directly related to the filter. No other complaints found on lot. Product is manufactured to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information reported at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. (B)(4).

Event description:
It is alleged that the pt. Received a gunther tulip on (B)(6) 2008. It is alleged that the pt. Was injured without further explanation. Hospital and medical records have been requested but not yet provided. It is alleged that pt. Expired.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information-investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, death. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported patient death is related to the filter. Rpn and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot .the associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On (B)(6) 2008, autopsy report: clinical summary: the patient was an 81-year-old woman with a past medical history of hypertension, hypercholesterolemia and osteoporosis. She presented to the emergency department [hospital redacted] on (B)(6) 2008 with a chief complaint of shortness of breath. CT scan of the chest demonstrated multiple bilateral segmental and subsegmental pulmonary emboli to all the lobes. In the emergency department she was started on heparin for pulmonary embolism, ultrasound examination of the lower limbs (11/10/08) revealed non-occlusive thrombus in the left popliteal vein. On 11/14/08 an inferior vena cava filter was placed. On same day she developed increased serum creatinine and a significant fall in hemoglobin level. CT scan of abdomen and pelvis demonstrated a large hematoma within the extraperitoneal space anterior to the bladder, measuring 13.6 x 9.7 x 11.2 cm. The source of the bleeding was not evident on this noncontrast study. Hematoma was also present within the right rectus abdominis muscle, measuring 7.1 x 2.9 x 5.7 cm. Blood was tracking within the retroperitoneum in the posterior pararenal space. On 11/15/08 she underwent cystoscopy with bilateral retrograde pyelogram and placement of bilateral ureteral stents under fluoroscopic guidance for management of acute renal failure. The serum creatinine was persistently elevated, and a dialysis catheter was placed in the right jugular vein on 11/19/08. Twenty minutes after placement of the catheter, she complained of difficulty in breathing and went into cardiac arrest. A right tube thoracostomy was performed. There was evidence of a serous pleural effusion with no clear evidence of tension pneumothorax. The patient never had spontaneous return of circulation following placement of the chest tube. Resuscitative efforts were terminated and the patient was pronounced dead. Autopsy revealed recent as well as organizing thromboemboli involving the pulmonary arterial circulation of both lungs. The inferior vena cava filter contained recent thrombus. A pelvic hematoma was present around the bladder and the rectus sheath and the perinephric fat were also contained recent hemorrhage. The vertebral bone marrow contained b-cell aggregates positive for cd20 and bcl 2. The lymphoid aggregates were numerous, predominantly intertrabecular in distribution, variable in shape and contained monomorphic lymphoid cells. Molecular studies were unsuccessful due to poor quality of dna retrieved from the paraffin embedded tissue. However, the morphological features and the results of immunohistochemical studies supported the diagnosis of malignant lymphoma.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 02jul2018 as follows: pt allegedly received an implant on (B)(6) 2008 via the right jugular vein due to deep vein thrombosis/pulmonary embolism. It is alleged that patient experienced a clot within filter, shortness of breath and death. It is further alleged that thromboembolus in the ivc filter resulted in the patient's death. Date of death was reported as (B)(6) 2008.